Event description:
An (B)(6) woman with bilateral ureteral obstruction and hydronephrosis post radiation therapy for uterine malignancy. She had bilateral nephrostomies with plans to replace with ureteral stenting. Right stent was placed without event. During placement of stent in left ureter, stent fractured. Subsequently the left nephrostomy was retained. Urine cultures were negative. Nephrostogram was done and demonstrated adequate drainage of urine from the left kidney to the bladder, therefore the left nephrostomy was removed and the pt was discharged. The pt and the attending physician were informed of the events.